Event description:
Same case as MFR report #: 2134265-2010-00888, -01010, -01011. (B) (6). It was reported that following a coronary artery drug eluting stenting treatment procedure the patient experienced a myocardial infarction, stent thrombosis and in-stent restenosis. The initial procedure treated the lad (left anterior descending) with a non-study 2.75x16mm taxus express2 stent. The index procedure treated one target lesion measuring 4.0x20mm in the 85% stenosed proximal rca (right coronary artery). Treatment consisted of predilation and placement of a 4.0x24mm study taxus liberte stent resulting in 0% residual stenosis. During this procedure, two additional study taxus liberte stents (4.0x12mm and 4.0x8mm) were placed due to a dissection and occlusive complications. The patient was discharged two days post procedure on asa and clopidogrel. The patient was admitted in (B) (6) 2009 with chest pain and was diagnosed with a non-st elevation myocardial infarction. Angiography showed in-stent restenosis with a total occlusion of the proximal portion of the stent and thrombus was noted at the rca. In (B) (6) 2010 the patient underwent a coronary artery bypass graft including lima (left internal mammary) to lad, single reverse svg (saphenous vein graft) to the diagonal branch of the lad, and single reverse svg to the posterior descending branch of the rca (right coronary artery). In addition to the bypass procedure, the thrombosis was treated with unspecified medications. Four days post bypass the patient was discharged.

Manufacturer narrative:
Device returned to MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).